Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx "doesn't charge third time." There was no reported impact.